Event description:
Lasik procedure resulted in double vision, starbursts, and halos. Equipment used was used in an off-label manner without informing pt. Potential adverse side-effects were virtually ignored in pre-procedure literature. Diagnosis or reason for use :lasik procedure.